Event description:
The following has been reported: "device/s within warranty. Speaker shuts down sporadically" reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.